Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the up button sometimes has no function. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.